Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The cause of the reported event of helix could not extend was isolated to helix clogged with blood and tissue. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, after several positioning attempts, the helix was unable to extend from the right ventricular (rv) lead. The rv lead was repositioned after decreased r-wave amplitudes and undersensing were noted. A micro-dislodgement was the suspected cause of the decreased r-wave amplitudes and undersensing. The rv lead was explanted and replaced to resolve the event and the patient was stable.